Event description:
It was reported that an infusion set occlusion occurred while using the iLet, with the user on 23" Insets with a reported fingerstick blood glucose of 402 mg/dL despite no visible kinks on the line, therapy resumed only after a supply change, consistent with an obstruction of flow at the connector/coupler. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included a delay to therapy, after which glucose decreased to 261 mg/dL and was trending downward following hydration and set change. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed findings consistent with a deformation problem contributing to an obstruction of flow localized to the connector/coupler. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.

Manufacturer narrative:
Initial.